Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. Deployment was performed by the galway return product analysis (rpa) lab, after which the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was enclosed in a heart valve return kit jar and fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve frame was received in a crimped state with the inflow aspect displaying a reniform appearance. As received, all leaflets appeared open with a gap between the free margins. All leaflets were dry and stiff with limited flexibility. Leaflets showed creases along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration. All commissures were dry yet appeared intact. All sutures were intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the reniform inflow aspect resolving. The valve appeared to retain a compressed state, likely attributable to the valve being inside the capsule of the delivery system for an unknown duration. No damages such as bends or kinks were noted on the frame after warm saline submersion. Due to the returned condition of the valve, a deployment simulation to simulate the reported infold could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012814293); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the v alve load, a crown overlap involving node two was observed. No misload was identified. Following initial deployment, the valve was recaptured due to low positioning. Upon a second deployment attempt, an infold was observed in the valve frame after the valve was opened up to 2/3. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that annular calcification contributed to the infold.